Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. It is important to note that the customer indicated this device was being used in an area which contained radar equipment and continuous radar sweeps of high amplitude. The device applicable standards and specifications, however is susceptable to frequencies within the spectrum above the allowable applitudes. Zoll medical is discussing the possibility of equipping the device for airworthy as an option in these types of areas. The report is being closed out as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient during flight transport, (age & gender unkown), the device monitor would restart on it's own.complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.